Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was achieved with two proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after placement of an 8f sheath and then a 10f sheath, there was bleeding around the sheath. The proglide sutures were successfully pre-placed. The sheath was upsized to 12f and the evar procedure was completed. The two preplaced proglide sutures did not achieve hemostasis, heavy bleeding was noticed during closure. Another proglide suture was attempted to be placed; however, during plunger removal, no suture was seen. A fourth proglide suture was placed. Hemostasis was not achieved. The vessel was incised to perform an endarterectomy; a patch was placed to achieve hemostasis. There was no reported clinically significant delay due to the proglide device. No additional information was provided.